Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1afpn, implanted: (B)(6) 2017, product type: lead.

Event description:
Patient was experiencing pain in their leg and at implant site. Programming and device was turned off/on to try and determine if pain was relatives to stim - still unknown. Doctor had decided to explant the device on (B)(6) 2017. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported the doctor was not clear whether the pain was considered to be related to the device or therapy as the pain persisted despite turning off the device. The cause of the pain was not determined as it was not reproducible. The patient's pain resolved after device explant. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1afpn, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information received from the manufacturer representative reported that the device was fully explanted on the morning (B)(6) 2017. The cause of pain was not determined.